Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).

Event description:
An optometrist reported a case of bilateral mild stromal edema and spk, observed at three week post photo refractive keratectomy (prk). Reporter indicated pt was seeing quadruple without refractive correction, but single vision with refractive correction. Pt was noted as started on sodium chloride hypertonic solution eye drops. Add'l info requested. There are two reports for this patient. This report addresses the patient's left eye, and another manufacturer report will be filed for the fellow eye.